Event description:
Information received from the field does not address the patient's clinical status but notes that capture thresholds had increased to 2.75 v since implant. The lead appeared to be dislodged, but x-ray revealed that it was in the same psoition as it was at implant. The device was programmed to vvi pacing using ventricular only arrhythmia sensing.